Event description:
The reporter stated that the lancets did not retract. She did not confirm if this occurred before or after firing the lancet device. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.